Event description:
It was reported that the right ventricular lead exhibited noise that led to oversensing and undersensing. During revision an insulation anomaly was noted, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.